Event description:
There was an allegation of questionable na electrode results for 1 patient sample and questionable na electrode and k electrode results for 1 patient sample on a cobas pro ise analytical unit. Patient 1: the initial na result was 147 mmol/l. The sample was repeated on another analyzer and the result was 137 mmol/l. On (B)(6) 2024 the sample was repeated on the same analyzer as the initial result. The repeated result was 136 mmol/l. The initial k result was 4.3 mmol/l. The sample was repeated on another module and the result was 3.7 mmol/l. Patient 2: the initial na result was 147 mmol/l. The sample was repeated on another analyzer and the result was 139.5 mmol/l. Delta checks prompted the samples to be repeated. The repeated results were believed to be correct.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service representative cleaned the sipper and vacuum nozzles and cleaned the dilution vessel. He performed checks and tests with acceptable results. Qc was within range. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.